Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 25, 2011. The review showed that there were (B)(4) devices manufactured for this lot. Two non-conformances reports (ncrs) were created for this lot. Neither ncr is relevant to the complaint condition. All raw material used to manufacture this lot have been reviewed and no issues were observed. The review of the device history records shows that there were no issues during the manufacture of this product that would contribute to this complaint. The subject device is currently undergoing evaluation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID number is (B)(6). Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion (alif) surgery at level l5-s1 on (B)(6)2016. While the surgeon was trying to insert a screw into the spacer the detachable aiming device broke into three pieces. All pieces were retrieved. No harm was reported to the patient. No surgical delay was reported. A back-up instrument was available and the surgeon successfully completed the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) synfix detachable aiming device (part: sd03.802.202 / lot: 6523364) was returned for investigation. The device was returned intact, but worn. The laser marking and part/lot numbers are faded and nearly illegible. No functional issues were found with the returned device. The root cause of the complaint condition is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, and device history review were performed as part of this investigation. This complaint condition is unconfirmed. The returned devices are part of the depuy synthes synfix system. The aiming device is used to aid in the insertion of the implant onto anatomy of the disc space from l2 to s1. The relevant drawings were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. There were no issues found with the returned device; the device functioned as designed and was intact with no pieces broken off. Therefore, additional investigation is not required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: spacer (part/lot: unknown / quantity: 1) and screw (part/lot: unknown / quantity: 1).